Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient stated that the ipg is too close to the surface and causes pain when it is bumped. As a result, the patient's system was explanted on (B)(6) 2020.